Event description:
Device result was 634 mg/dl. The user went to the ER and user's glucose was 77 and 76 mg/dl. User was not treated. User went to a local restaurant and ate. Controls were not used. The test strips in use had expired on 12/2004. The device was replaced and requested to be returned for eval.